Manufacturer narrative:
According to the currently available information, it appears there is a problem with the active electrode, possibly caused by minute device mobility. Also external mechanical influences could be an additional factor for electrode mobility. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient no longer responds to sound with the device. There was no report of accident or trauma. The patient is a child who is still a little unstable when walking. The clinic will proceed with re-implantation, but the date not known yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient no longer responds to sound with the device. There was no report of accident or trauma.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Also external mechanical influences (e.g. Impact to the head) might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient no longer responded to sound with the device. There was no report of accident or trauma. The patient is a child who is still a little unstable with walking. The patient was re-implanted on (B)(6)2017.